Event description:
Per the clinic, the patient experienced a loss of sound and poor performance with the device subsequent to sustaining a head trauma. Open circuits were noted on all 22 electrodes, leading to the decision to explant the device. Hardware exchanges were made; however, the issue could not be resolved. Subsequently, the device was explanted on (B)(6), 2026 and the patient was implanted with a new device during the same surgery.